Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an impella cp was implanted in a 77-year-old male patient for mechanical circulatory support. While the patient was on impella cp support, it was determined under echocardiogram while verifying impella position, the impella cp was found to be caught in the papillary muscle. Multiple attempts were made to manipulate the impella back without success. The impella device was removed, cleaned, and reinserted successfully to middle of left ventricle. Echocardiography was used again to verify position, and the device was again found to be placed behind a papillary muscle. Due to the patient's condition, the medical team made the decision to not attempt to reposition again as the inlet was away from the mitral valve and papillary muscle. It was also reported a small hematoma was noticed and addressed, but there was no information provided on what intervention was used to resolve the hematoma.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.